Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The date of the event is unknown. The customer reported a spinning spiros closed male luer, red cap that disconnected between the spiros and the syringe causing an unspecified hazardous drug to leak at the bedside. The customer described the way they hook the product is they have the syringe of the drug then the spiros, spiros to tubing and then to another spiros. There was patient involvement and a delay in therapy due to the need to remake the medication, but no harm reported. This report is capturing the fourth of seven events.